Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. 72404127, 1000408410, control pump fgs iz. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. 72400024 1000425733 balloon fgs 61-70 cm as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient was implanted an artificial urinary sphincter (aus). Apparently could not void afterwards, someone at hospital attempted a catheter placement and caused an erosion. Entire device removed.